Manufacturer narrative:
Section other # field is populated with the di number.

Event description:
A report was received that the patient developed a possible infection at the ipg pocket site. The patient was prescribed antibiotics for several days.

Manufacturer narrative:
Additional information was received that there was no infection concern at this time. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed a possible infection at the ipg pocket site. The patient was prescribed antibiotics for several days.